Event description:
Philips received a complaint on the mrx device indicating that it does not recognize the battery. The rse evaluated the device on site and the diagnosis and various tests confirmed that no problem was found. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.